Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a no motor movement error alarm. Customer was unable to rewind the insulin pump. No harm requiring medical intervention was reported. Trouble shooting was performed and the customer will discontinue to use the device.